Event description:
A (B)(6) pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the pulse wire was open in the cable that connects the distribution node (dn) and ECG "b". The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.